Manufacturer narrative:
Initial and final MDR (B)(4) -device 4 of 7.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced blockage at the site on (B)(6) 2026.this issue caused the patients blood glucose level to exceed 500mg/dl and the patient was treated with a correction bolus. No further information is available.